Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The prime test could not be performed due to these alarms. The insulin pump was also received with moisture damage to the display board, a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer reported that there was water in the pump under the lcd display. Customer was advised to discontinue use of the pump. Insulin pump will need to be replaced. Troubleshooting for the motor error alarm was performed. Customer's blood glucose level was 57 mg/dl and customer ate lunch. Customer's blood glucose level was low due to overcorrecting for the high he had this morning. Customer's pump was exposed to moisture. Customer stated that he was able to complete the rewind sequence. Customer also received an unexpected restart alarm. Customer was advised to monitor the pump and call back if issues recur. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.